Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the bedrail of having a high risk of head, neck, or chest entrapment based on the FDA's hospital bed system dimensional and assessment guidance to reduce entrapment. Although the rail was returned fractured as described in the complaint description, there was no defect which increased the risk of entrapment. The instruction sheet for the returned rail warns that "entrapment may occur and that proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment." Also, the owner's manual states in the general guidelines that "when operating/moving manual/electric beds, always ensure that the individual utilizing the bed is positioned properly within the confines of the bed. Do not let any extremities protrude over the side or between the bed rails when performing these functions." Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. There is no malfunction associated with the injury allegation. Invacare homecare catalog website - invacare beds, mattresses and rails, excluding therapeutic support surfaces and bariatric beds, when used as a system and sold new after august 1, 2007, meet the voluntary FDA guidelines for bed rail entrapment. Visit www.invacare.com/bedsafety for additional safety and entrapment information. User¿s manual review- (5310ivc bed, 1114836 rev. F, page 9) proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment. Visit the FDA website at http://www.FDA.gov to learn about the risks of entrapment. Review ¿a guide to bed safety¿, published by the hospital bed safety workgroup, located at www.invacare.com. Use the link located under each bed rail product entry to access this bed safety guide. (6629 rails, 1049390 rev. G, page1) entrapment may occur. Proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment. Visit the FDA website at http://www.FDA.gov to learn about the risks of entrapment. Review a guide to bed safety, published by the hospital bed safety workgroup, located at www.invacare.com. Use the link located under each bed rail product entry to access this bed safety guide.

Event description:
The dealer stated he received a phone call from the end user's family member alleging that the bed rail was down on the bed and then the end user got her arm stuck in between the bed rail in the bed. The end user's family member is alleging that the end user's arm was stuck for 14 hours. The end user's family is alleging that the end user's son had to use a saw to free the end user's arm from being stuck. The end user then had to be transported to the emergency room in which nerve damage was alleged and caused by this incident. The bed has been in the end user's home since (B)(6) 2013. The incident was just reported to the dealer today but allegedly occurred on (B)(6) 2016. No additional information provided. Update from consumer affairs on 6/22/16: the provider stated they went out and replaced the rail because the fire department cut it off and we set up a return and replacement for the rail. End user is (B)(6) the bed has the proper mattress on it 5185 and full length rails. Dealer is unsure how they got their arm stuck under the rail but the bed was serviced and in good working order. Rail was in the down position when the end user allegedly got the arm stuck between the rail and the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed. There is no malfunction associated with the injury allegation. Invacare homecare catalog website - invacare beds, mattresses and rails, excluding therapeutic support surfaces and bariatric beds, when used as a system and sold new after august 1, 2007, meet the voluntary FDA guidelines for bed rail entrapment. Visit (B)(4) for additional safety and entrapment information. User¿s manual review- ((B)(4), page 9) proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment. Visit the FDA website at (B)(4) to learn about the risks of entrapment. Review ¿a guide to bed safety¿, published by the hospital bed safety workgroup, located at (B)(4). Use the link located under each bed rail product entry to access this bed safety guide. ((B)(4), page1) entrapment may occur. Proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment. Visit the FDA website at (B)(4) to learn about the risks of entrapment. Review a guide to bed safety, published by the hospital bed safety workgroup, located at (B)(4). Use the link located under each bed rail product entry to access this bed safety guide.

Event description:
The dealer stated he received a phone call from the end user's family member alleging that the bed rail was down on the bed and then the end user got her arm stuck in between the bed rail in the bed. The end user's family member is alleging that the end user's arm was stuck for 14 hours. The end user's family is alleging that the end user's son had to use a saw to free the end user's arm from being stuck. The end user then had to be transported to the emergency room in which nerve damage was alleged and caused by this incident. The bed has been in the end user's home since (B)(6) 2013. The incident was just reported to the dealer today but allegedly occurred on (B)(6) 2016. No additional information provided. Update from consumer affairs on 6/22/2016: the provider stated they went out and replaced the rail because the fire department cut it off and we set up a return and replacement for the rail. End user is (B)(6) the bed has the proper mattress on it 5185 and full length rails. Dealer is unsure how they got their arm stuck under the rail but the bed was serviced and in good working order. Rail was in the down position when the end user allegedly got the arm stuck between the rail and the frame.